Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated by tech services. Replaced digital core as a precaution and returned device to customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the monitor was coming up with just a white screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.